Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with an unsigned note that stated "alarms malfunction s233". No information was provided; therefore, specific patient, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, during testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, multiple s233 malfunction alarm codes were noted in the device history. Further testing found that the device fan did not function. The probable cause of the s233 malfunction alarm was a broken device cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.